Event description:
It was reported to medtronic minimed that the customer experienced insulin flow blocked alarm. The customer reported blood glucose value of 400 mg/dl. The customer reported hyperglycemia treated with insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-7040a, mmt-397a, mmt-332a and mmt-1884. Troubleshooting was performed it was reported customer was not using the insulin pump system within 48 hours of the reported event. No further patient complications were reported. No product return is required for mmt-7040a. No product return is required for mmt-397a. No product return is required for mmt-332a. No product return is required for mmt-1884.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08680 inches. Successfully downloaded pump traces and history file using thump. No delivery alarm/insulin flow blocked alarm was found on: 08/13/2024, 10:48:54.000, alarm alert notification (40), fault number: no delivery (7), during bolus delivery. 08/13/2024, 11:56:00.000, alarm alert notification (40), fault number: no delivery (7), during basal delivery. 08/13/2024, 11:59:42.000, alarm alert notification (40), fault number: no delivery (7), during basal delivery. 08/13/2024, 19:55:18.000, alarm alert notification (40), fault number: no delivery (7), during bolus delivery. 08/14/2024, 00:39:31.000, alarm alert notification (40), fault number: no delivery (7), during basal delivery. 08/14/2024, 06:44:25.000, alarm alert notification (40), fault number: no delivery (7), during bolus delivery. 08/14/2024, 06:54:26.000, alarm alert notification (40), fault number: no delivery (7), during bolus delivery. 08/14/2024, 06:56:13.000, alarm alert notification (40), fault number: no delivery (7), during bolus delivery. 08/14/2024, 06:56:57.000, alarm alert notification (40), fault number: no delivery (7), during bolus delivery. 08/14/2024, 06:57:52.000, alarm alert notification (40), fault number: no delivery (7), during bolus delivery. 08/14/2024, 06:58:35.000, alarm alert notification (40), fault number: no delivery (7), during bolus delivery. 08/14/2024, 11:49:23.000, alarm alert notification (40), fault number: no delivery (7), during bolus delivery. 08/14/2024, 11:50:22.000, alarm alert notification (40), fault number: no delivery (7), during bolus delivery. 08/14/2024, 11:52:13.000, alarm alert notification (40), fault number: no delivery (7), during basal delivery. 08/14/2024, 11:53:42.000, alarm alert notification (40), fault number: no delivery (7), during basal delivery. 08/14/2024, 14:49:31.000, alarm alert notification (40), fault number: no delivery (7), during basal delivery. 08/14/2024, 14:51:21.000, alarm alert notification (40), fault number: no delivery (7), during bolus delivery. 08/14/2024, 14:56:07.000, alarm alert notification (40), fault number: no delivery (7), during basal delivery. 08/14/2024, 14:57:55.000, alarm alert notification (40), fault number: no delivery (7), during basal delivery. 08/14/2024, 14:59:34.000, alarm alert notification (40), fault number: no delivery (7), during basal delivery. The pump was programmed with multiple bolus deliveries. And all bolus delivered properly their indicated, amounts (at quick bolus speed) and were properly recorded in the daily history. No unexpected, no delivery alarm/insulin flow blocked alarm noted, during testing. Please see below, for pump error(s)/alarm(s) noted, 2 days prior to the event date (B)(6) 2024, in the formatted history file. Sensor expired alert (794) was found on: 08/13/2024, 00:00:00.000. Lost sensor 1 alert (780) was found on: 08/13/2024, 08:38:00.000. The pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 239 mg/dl, properly on the display graph. No sensor expired alert, lost sensor alert or unexpected sensor errors or anomalies were noted, during testing. Low battery alert was found on: 08/14/2024, 01:37:01.000. Insert battery alarm was found on: 08/14/2024, 02:07:24.000. Power management graph was successfully generated. The power management tool confirmed, the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected, since the battery was removed from the pump. Earliest power data available, per the power management tool/detail trace file is on 24-aug-2024 at 6:48:58 pm. There was no power data available for the event date of (B)(6) 2024. Unable to check power data for low battery alert. No unexpected low battery alert noted, during testing. Test p-cap and reservoir locked properly into reservoir compartment, during testing. The following were noted, during visual inspection: a scratched case. The pump passed, all the required testing. Unable to verify, customer alleged for high bgs. Customer alleged for no delivery alarm/insulin flow blocked alarm was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.